Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer did not want to troubleshoot, no additional information was received regarding further actions or resolution.